Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure method. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is being filed under a separate MFR number.

Event description:
This is filed for clot, requiring intervention, damage and leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The unspecified stiff guide wire was advanced into the anatomy without issue. The dilator/steerable guide catheter (sgc) were advanced into the patient anatomy and the sgc was advanced into the left atrium. The dilator was retracted with the stiff guide wire and a clot was noted on the stiff guide wire. 7500 units of heparin had been previously administered and the activated clotting time (act) was 280-300 seconds. An additional 3000 units of heparin were administered. The clot was retracted with the stiff guide wire into the valve of the sgc and aspirated using a 50 cc syringe. The procedure continued using the same sgc. The clip delivery system (cds) was advanced and the clip was implanted without difficulty. During removal of the cds, the cds was removed before the l-lock tab was fully retracted into the clip introducer. The l-lock tab damaged the hemostasis valve, by puncturing it during retraction, and air entered the sgc hemostasis valve. The air was aspirated and no air entered the patient anatomy. Although it was reported that the hemostasis valve was damaged, the physician used the same sgc with a second clip delivery system without issue. Two clips were implanted and the mr was reduced to grade 1. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states: do not use if damage is detected. Use of damaged product may result in air embolism, vascular and/or cardiac injury. The reported patient effect of emboli (thrombus), as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported material deformation appears to be due to the procedural circumstances as the clip delivery system (cds) ruptured the steerable guide catheter (sgc) hemostasis valve during the cds retraction into the guide. The reported leak appears to be the secondary effect of the deformed material (damaged valve) that lead to the entrance of air inside the hemostasis valve. However, the reported improper or incorrect procedure appears to be due to the user error associated with using the device after the detection of leak and damage. Additionally, a definitive cause for the reported thrombus could not determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.